Event description:
The customer initially called to report repeated motor error alarms during normal use and during the prime. The customer then stated she was hospitalized for high blood glucose. Vomiting and large ketones. The reported blood glucose reading was 459 mg/dl. The customer stated she gave a bolus and a manual injection prior to being hospitalized. The displacement test was performed and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.